Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had intermittent high blood glucose (bg) levels. The cause was not known. The customer would change out the infusion set site. As the events had occurred in the past, troubleshooting to determine a possible cause could not be performed.